Event description:
Customer got repeated false negative hcg results on pt urine sample. Same sample was tested on another instrument, the result was positive. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident.

Manufacturer narrative:
Instrument cleaned by sales rep and pt sample was retested and result was positive. Instrument and cassettes involved in the event are being returned to the MFR for further investigation.